Event description:
It was reported that the unit powers when ac is applied. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a dso seal degraded and lcd lens scratched. A review of the event history log found the date and time shows 2005. Fluid contamination was found inside the battery compartment and on the dso sensor and latch/lock area. The customer reported problem was able to be confirmed. The cause of the issue was found to be fluid ingression. The main board and battery compartment were replaced. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported serial number.